Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer. The technician inspected the sterilizer and found the unit to be operating properly; no repairs were required, and the unit was returned to service. The user facility would not disclose where the employee obtained the burn or if they were wearing proper ppe. The technician inspected the cycle print out for the load subject of the reported event and noted a "load test repeated" message printed out on the cycle tape. The load test repeated message indicates to the user that the v-pro max repeated the condition (vacuum) phase to remove excess air and/or moisture from the sterilizer chamber. It is likely that user facility personnel did not ensure all of the instruments were properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." In addition, the steris v-pro max sterilizer operator manual states on page 1-2, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." And on page 6-14, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." While onsite, the technician counseled the facility on the importance of drying instruments and wearing proper ppe, specifically gloves while operating their v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported an employee obtained a burn while handling instruments that were processed in a v-pro max sterilizer. No medical treatment was sought or administered.